Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion was located in a shunt in a moderately tortuous vein. A 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.